Manufacturer narrative:
We are re-submitting this report per the following request by FDA: 3001487388-2018-18215 - 1. Incorrect cfn number resubmit as 3001587388-2018-18215 - 1 missing initial report.

Event description:
The physician informs us that the patient has been implanted with an adjustable valve including an anti-siphon in (B)(6) 2017. The implantation of the valve was in the pectoral region. On (B)(6) 2018, hydrocephalus symptoms was observed on the patient, and the physician used the contrast medium to verify the csf drainage: the contrast medium did not flow to distal side of the valve. The valve has been explanted. For additional information, the physician sent the x-ray image and we find that the positioning of the anti-siphon ball encourages us to suspect a slightly titled position. This could explain the incident.

Manufacturer narrative:
We are re-submitting this report per the following request by FDA: 3001487388-2018-18215 - 1 incorrect cfn number resubmit as 3001587388-2018-18215 - 1 missing initial report.

Event description:
The physician informs us that the patient has been implanted with an adjustable valve including an anti-siphon in (B)(6) 2017. The implantation of the valve was in the pectoral region. On (B)(6) 2018, hydrocephalus symptoms was observed on the patient, and the physician used the constrast medium to verify the csf drainage : the contrast medium did not flow to distal side of the valve. The valve has been explanted. For additional information, the physician sent the x-ray image and we find that the positioning of the anti-siphon ball encourages us to suspect a slightly titled position. This could explain the incident.